Event description:
It was reported that fracture was healed and due to pain 4.5mm variable angle (va)-locking compression plate (lcp) and three cortex screws were removed on (B)(6) 2014. It was reported that original surgery was performed for distal femur fracture on (B)(6) 2014. During the removal procedure, three screws broke. The heads were removed from the patient; the shafts remained in bone. No allegations were reported against plate. No surgical delay was reported and surgery was successfully completed. Patient status was reported as fine. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: weight reported as (B)(6). Event date: unknown. Device broke during removal on (B)(6) 2014 and part remained in the patient; device was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.